Manufacturer narrative:
(B)(4). Batch # m55k94. Additional information was requested and the following was obtained: what type of procedure was the device used in? Restorative proctocolectomy with ipaa. On which firing did this occur? First. When it was reported, failure of the instrument, does this mean that the device did not staple? Immediately. Or, did the device lock out and would not fire? The device did not lock out. On this firing, did the device deploy any staples into the patient tissue? Yes were the staples seen in the surgical field? Yes. On this firing, did the device cut? Yes. If the device cut, was the cut line complete? Yes. How was the procedure completed? Handsewn. What is the current status of the patient? He was discharged from hospital. He is well. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was received with void staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument was sewing anastomosis. Clips were not found; failure of the instrument. Reload being sent as part of the instrument. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.